Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for one (1) unknown 4.5mm cortex screw. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date in (B)(6) 2015. The complainant parts are not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a plate, four (4) 5.0mm cannulated locking screws, five (5) solid variable angle (va) locking screws, and one (1) 4.5mm cortex screw in (B)(6) 2015 to treat a broken femur. Postoperatively, the fracture line showed signs of healing, but the fracture itself remained unstable and unhealed. Subsequently, the patient was revised on (B)(6) 2016 due to impaired healing and non-union. The surgeon reportedly removed all of the original implants intact. The fracture was then fixated with a longer plate and screws from the same 4.5 condylar plate system. In addition to the new hardware, the surgeon also infused the bone and performed a bone graft from reamer, irrigator, aspirator (ria) material and cancellous bone chips. This report is for one (1) unknown 4.5mm cortex screw. This report is 4 of 4 for (B)(4).